Event description:
It was reported that during surgery the device tears the graft. No harm or delay was reported and no additional graft was required from the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the control bar was not in the correct position and the calibration as out at all readings. The thickness control lever, fine adj. Cams, vespel bearings, semi-circle bearings, and screws were replaced and the device was calibrated to specifications which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.